Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk), the device intermittently would power off. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.